Event description:
Patient was revised to address tibial loosening at the implant/cement interface. The manufacturer of the cement used at the original surgery is unknown.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.